Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and measurements throughout these tests were within normal limits. A visual inspection found the helix was extended with dried blood/tissue present around the helix. Additionally, it was noted there was significant calcium deposits on the lead distal shocking coil with slight calcification on the proximal coil. Calcium deposits have been shown to increase the electrical resistance of the lead and are a known risk for implanted cardiac leads.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high out-of-range (oor) shock impedances measuring greater than 125 ohms. Subsequently, this lead was explanted and replaced successfully. The lead was returned and is in the process of device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high out-of-range (oor) shock impedances measuring greater than 125 ohms. Subsequently, this lead was explanted and replaced successfully. The lead was returned and is in the process of device analysis. No additional adverse patient effects were reported.